Manufacturer narrative:
Device evaluation of electrode belt sn (b)(4 has been completed. The reported problem (non-functional ecgs) was confirmed. As received, the electrode belt failed the therapy electrode recognition test. The cause for the failure was isolated to an issue inside ECG electrode c. An unused pulse wire migrated within the ECG electrode and pierced the +5v and agnd wires. The root cause for the migrated wire has not yet been determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and indicated that it had non-functional ecgs.